Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a 10 mm amplatzer septal occluder was chosen for procedure on (B)(6) 2022. During the procedure, during the deployment, the distal disc of the occluder presented with a bulbous shaped deformation the device was removed prior to release from the delivery cable and the case was aborted. No devices were implanted. There was no clinically significant delay in procedure and no adverse patient effects reported. The patient did remain stable throughout the procedure. No additional information has been provided.

Event description:
It was reported a 10 mm amplatzer septal occluder was chosen for procedure on 25 march 2022. During the procedure, during the deployment, the distal disc of the occluder presented with a bulbous shaped deformation. There was no interaction with anatomy and no angulation/kink in the delivery system. The occluder was removed prior to release from the delivery cable and the case was aborted. No devices were implanted. There was no clinically significant delay in procedure and no adverse patient effects reported. The patient did remain stable throughout the procedure.

Manufacturer narrative:
An event of device deformation was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Based on the information received, the cause of the reported incident could not be conclusively determined, but may have been caused by attempting to implant the device with a larger than recommended delivery system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. No indication of a lot related issue was found. The cause of the reported event could not be conclusively determined. Please note that per the instructions for use, the recommended size delivery system for use with a 10 mm amplatzer septal occluder is a 6f.